Manufacturer narrative:
The device was received for evaluation. During functional testing, failed multiple flow tests was not reproduced. Evaluation had the flowline run a flow test and delivered within specification. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an issue of failed multiple flow tests during unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: the event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue.